Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced broken sensor wire. Patient reported difficulty during insertion, and after removing the sensor patient reported the senor wire remained in skin. Patient reported a bruise following alleged broken sensor wire. Patient removed senor wire from abdomen, and at the time of the call patient reported condition as fine. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.